Event description:
The device was used during a low anterior resection. Reportedly, the device made a cracking sound when closed. The device would only fire half way. Another device was used to finish the procedure. No pt injury was reported.